Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory was performed and no anomalies found. No anomalies were found on save to disk. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited short interval counts (sic). The impedances, sensing, pacing thresholds, and all other function is stable. The lead remains in use. No patient complications have been reported as a result of this event.